Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube shattered and blood leakage occurred, no impact to patient and nurse was wearing ppes. The additional tube that was used also had a low draw of blood. The following information was provided by the initial reporter: customer was drawing blood and the tube exploded. Customer also reports tubes with no vacuum and having to use syringes for the blood draw. Product stored at 69-72f.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 12-may-2023. Bd had received samples and [2] photos for investigation. The photographs show unused edta tubes in the eps tray. Indicated failure mode was not observed from the photographs attached. Returned samples expired 30/04/2023 therefore will not be tested. 20 retained samples were visually inspected and no defects were found. The same 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photographs and retained samples test results. Bd was not able to identify a root cause for the indicated failure mode based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube shattered and blood leakage occurred, no impact to patient and nurse was wearing ppes. The additional tube that was used also had a low draw of blood. The following information was provided by the initial reporter: customer was drawing blood and the tube exploded. Customer also reports tubes with no vacuum and having to use syringes for the blood draw. Product stored at 69-72f.